Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro btt short port balloon failed to stay inflated. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port and submerged in water; there were bubbles observed out of the inflation port between the btt body and the inflation port. Add'l eval needed. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).